Manufacturer narrative:
Additional manufacturer narrative: the cause cannot be determined; however, patient factors may have contributed to the event.

Event description:
Through follow up edwards received information patient underwent valve-in-valve procedure due to severe symptomatic aortic stenosis. No perivalvular regurgitation was evident after deployment of transcatheter valve. The patient left the operating room to the intensive care unit in stable condition. Patient was discharged on post-operative day two.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Based on the information received the cause cannot be conclusively determined; however, the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23 mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of nine (9) years, 10 months due to aortic stenosis. The tavr procedure was performed with a 23 mm transcatheter valve. No additional information was provided.